Event description:
It was reported that a leak occurred within two hours of initiating intra-aortic balloon (iab) therapy. It was noted that the patient had just come up from the cath lab within the last 10 minutes. The customer looked down and noticed blood backing up into the helium tubing quickly. It ran into the console and was coming out of several ports and even the printer. The customer had put the pump in standby and wanted to know what to do next. It was explained that they needed to remove the iab as soon as possible. The getinge representative called back to check in 30 minutes later. They had successfully removed the iab without issue, no resistance was met, and the patient was hemodynamically stable. A new iab was inserted to continue therapy. It was later reported that the patient died of heart failure. This record is for the iabp. Separate reports are being submitted for theiab catheters. Reference mfg report number 2248146-2023-00493 (already submitted) and internal trackwise complaint (B)(4) (to be submitted).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit would not turn on. Also, that it had an extensive blood intake and batteries would not come out. The fse removed the console from the cart and noticed no blood damage to the cart. The fse then removed the cover from the console to survey extent of blood damage. The blood damaged the patient interface module, safety disk, printer, power management board, solenoid driver board, motor control board, and fiber optic module. Blood then pooled below the fiber optic module, high enough to touch the backplane board. Blood also leaked into the battery bays, and back to the power input board. It also leaked down into the cooling fan, and the fan propelled blood onto the backplane board and other areas. Blood had contaminated parts of the chassis of the machine, and other parts riveted to the chassis. It was then stated that the damage was too extensive and beyond repair and proper decontamination. The fse stated that it was not recommended for the unit to be repaired or put back into service. So, the customer then received a quote for a new unit, and the affected unit was put permanently out of service.

Event description:
It was reported that a leak occurred within two hours of initiating intra-aortic balloon (iab) therapy. It was noted that the patient had just come up from the cath lab within the last 10 minutes. The customer looked down and noticed blood backing up into the helium tubing quickly. It ran into the console and was coming out of several ports and even the printer. The customer had put the pump in standby and wanted to know what to do next. It was explained that they needed to remove the iab as soon as possible. The getinge representative called back to check in 30 minutes later. They had successfully removed the iab without issue, no resistance was met, and the patient was hemodynamically stable. A new iab was inserted to continue therapy. It was later reported on 29sep2023, it was confirmed the first iab catheter was inserted on (B)(6) 2023 at 06:25. Following perforation of that iab catheter, the patient returned to the cath lab for placement of a second catheter (iab#2) at 08:59, the subsequent (second) perforation and reported blood back event occurring minutes later. The customer reported the patient¿s death was later that same day ((B)(6) 2023) at 19:38, the cause of death coded in the hospital system as ¿acute ischemic multi-focal vascular territories stroke, atrial fibrillation and hypertension¿. This record is for the iabp. Separate reports are being submitted for "the iab" catheters. Reference mfg report number 2248146-2023-00493 (already submitted) and mfg report number 2248146-2023-00580 (already submitted).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a balloon leak . The ccu rn, called for assistance with it. The rn stated the patient had just come up from the cath lab within the last 10 minutes and that she looked down and noticed blood backing up into the helium tubing quickly. She said it ran into the iabp and was coming out of several ports and even the printer. She had the pump in standby and wanted to know what to do next. She was advised to remove the balloon as soon as possible. The rn was called back 30 minutes later and she stated they successfully removed the balloon without issue, no resistance was met, and the patient was hemodynamically stable. The iabp was tagged for biomed. There was no patient harm or injury reported .